Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. Reportedly, the customer used the cartridge too long with mobi pump, tandem technical support educated the customer that the cartridge is only labelled for use up to 72 hours.